Event description:
The physician inserted the occlusion balloon into the patient and advanced it forward towards the lesion near the anastomosis between the left arterial descending (lad) and saphenous vein graft. The physician noticed that a previously implanted stent is located in the lad near the occlusion balloon. The physician inflated the occlusion balloon and was about to perform intervention and the occlusion balloon moved forward and came in contact with the previousdly implanted stent and deflated. The device was removed and replaced with another to complete the case. The patient is reported to be fine.